Manufacturer narrative:
Combination product: yes.-

Event description:
The atrial lead was found to have dislodged. The lead was explanted and replaced on 6-nov.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 40 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of injuries. The fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The atrial lead was found to have dislodged. The lead was explanted and replaced on 6-nov.